Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad was fully intact. All the keys responded fully to user presses. The keypad cover was removed and no contamination was found under the key contacts. There was no button contact defects observed. The pump cover was removed and there was no evidence of moisture present. The keypad flex was found to be fully inserted and the keypad latch was found to be fully closed. Unrelated to the original complaint, the batter compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.